Event description:
A report was received that the patient had difficulty charging due to the ipg being flipped. The patient underwent a pocket revision wherein the ipg was replaced. No device malfunction suspected. The patient did well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.